Event description:
This customer obtained higher than expected, non-reproducible vitros psa quality control results while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous tsh results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation confirmed that higher than expected, non-reproducible psa quality control results were obtained while using the vitros eciq immunodiagnostic analyzer. The investigation determined that the root cause of this event was most likely instrument related. An ocd field engineer found that repairs to the incubator and luminometer subsystems were necessary to return the instrument to expected operation. Performance tests confirmed that the instrument was operating as intended.